Event description:
Same case as manufacturer report #: 2134265-2010-03383.it was reported that post a peripheral stent treatment procedure, the patient expired.the 90% stenosed lesion was located in the non-calcified and moderately tortuous right carotid artery (rca). It was noted that the patient was symptomatic due to this stenosis. Vascular access was obtained via the right femoral artery and a 6fr sheath was placed. The filterwire ez embolic protection system and another manufacturer's guide wire were both advanced across the lesion. Next, the physician prediated the lesion with a 4mm x 30mm sterling balloon catheter. The 10mm x 24mm carotid wallstent (cws) monorail endoprothesis was advanced and deployed in the lesion. The physician post-dilated using a 5.0mm x 20mm sterling balloon catheter. Next, as the physician was withdrawing the filterwire into the retrieval sheath, resistance was encountered at the proximal edge of the cws. The physician "twisted the patient's neck" and "applied direct pressure" using his hand. The cws remained apposed to the vessel wall. It was noted that the procedure was "completed successfully". The procedure was completed with this device and no patient complications were noted. The patient was discharged from the hospital on (B)(6) and was prescribed aspirin and plavix. Later that day, the patient's family found the patient collapsed on the floor and the patient was taken to the hospital. The physician noted that the patient could not open his eyes due to pain stimulation. The patient could not talk and did not respond to the request to bend both legs. It was also noted that the patient lost "light reflex". A CT scan of the patient's head found bleeding from the hypothalamus to the midbrain and at the center of anterior left thalamus. The patient died on (B)(6).the physician noted that this event was not related to the device.

Event description:
Caller reported an aviva system blood glucose result of 111 mg/dl at a time when the customer was symptomatic of hypoglycemia. Wife called paramedics. Wife says paramedic's result within 5 minutes was 47 mg/dl. Paramedics treated customer with glucose IV. A request was made for the return of the meter and strips, replacement sent.